Event description:
Customer received the following approximate results on the mobile system within 10 minutes: 24 or 25 mmol/l and 7 or 8 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, customer no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Will not be returned to manufacturer